Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Performance data revealed a power on reset (por). The analyst noted that there was a critical ram parity error due to an unknown cause. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device experienced a power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).